Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for original complaint : litigation papers allege the patient experienced pain, stiffness, popping, discomfort, and weakness which in turn negatively affects the patient's mobility and quality of life. The patient was found to have elevated metal levels. Update 6/1/16 medical records received. Medical records reviewed for MDR reportability. Patient revision surgical report was dated (B)(6) 2016 and will be updated. Revision surgical report note a fair amount of scar tissue. Taper sleeve added to complaint for pain.